Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 4 of 4. During the system error, the home patient (hp) turned the hc off and on. The hc was back at setup and connect bag. The baxter technical service representative (tsr) helped the hp to disconnect and checked the alarm log. Per the hc log there was a se 2240. The tsr explained the alarm and the hp would do a manual bag to finish therapy. The patient was connected at the time of the alarm and did not disconnect at any time prior to the alarm. All of the bags were properly spiked and connected. There were no patient extension lines being used and no open clamps on any unused supply lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and would complete therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 in regards to a system error 2240 alarm and he was able to complete therapy with manual supplies. He was able to complete therapy the next day with new supplies just fine. He did not notice anything unusual with the supplies that day. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.